Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient acquired an infection at the lead incision site. The patient was admitted to the hospital and given antibiotics. The patient was discharged from the hospital and remains under medical supervision. There have been no reports of further complications regarding this event.